Manufacturer narrative:
We were informed on 29-jun-2023 that this report was opened in error. The serial number with complaint is (B)(6). A report has been opened on that device. This report is now closed.

Event description:
After an implantation period of approx. 8 months, a loss of capture on the ventricular channel was reported. The lead was explanted. Should additional information be received, this file will be updated.